Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : part number: 912031, lot p07269 , mfg date: jan 3, 2018 expiry date: jan 3, 2023. Part number: 912031 , lot p07624-mfg date: feb 13, 2018 expiry date: feb 3, 2023. Part number: 912031 , lot p07629-mfg date: feb 15, 2018 expiry date: feb 15, 2023. Part number: 912031 , lot p07653-mfg date: feb 19, 2018 expiry date: feb 19, 2023 . Part number: 912031, lot p10612-mfg date: aug 30, 2018 expiry date: aug 30, 2023. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Due diligence is complete as multiple attempts were made however; no further information is available. As no additional information or product is available, we are unable to provide further information. If further information is received, a follow-up will be submitted.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4). Concomitant medical products: regarding part/lot number: it is unknown which device fractured. Therefore this reporting includes the following product and lot code combinations: part number: 912031 lot p07269, part number: 912031 lot p07624, part number: 912031 lot p07629, part number: 912031 lot p07653, part number: 912031 lot p10612. Report source: (B)(6). Reference incident number (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured during use and the patient retained the foreign body in the native glenoid. No further information has been made available at this time.